Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for leakage and no flash with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 367342, batch no. 9035867. It was reported that during use of the bd vacutainer® push button blood collection set there was leaking and no flash was experienced when using the product. The following information was provided by the initial reporter: when using the new bd vacutainer push button collection set to perform vein puncture on a patient it was difficult to see the blood return.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367342, batch no. 9035867. It was reported that during use of the bd vacutainer® push button blood collection set there was leaking and no flash was experienced when using the product. The following information was provided by the initial reporter: when using the new bd vacutaniner push button collection set to perform vein puncture on a patient it was difficult to see the blood return.